Event description:
It was reported that the device had error 133.6080. No additional information. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 133.6080. Technical support: 1. Charge battery pack. 2. Replace backup speaker. 3. Return to factory for repair. Biomed will charge the unit to see if error goes away. If error does not go away, he will scrap the unit due to it being a small screen 8015. No logic board available due to end of life a review of the device history record showed the device had a manufacture date of 12 feb 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1.charge battery pack. 2. Replace backup speaker. 3.return to factory for repair. Biomed will charge the unit to see if error goes away. If error does not go away, he will scrap the unit due to it being a small screen 8015. No logic board available due to end of life a review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had error 133.6080. No additional information. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had error 133.6080. No additional information. There was no patient involvement.